Event description:
Customer reported an altitude alarm with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer followed technical support instructions by cleaning the speaker holes and reconnecting the cartridge, which resolved the issue, and the pump resumed normal operation. Customer was advised with tips to prevent future altitude alarms.